Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system alarm test at 4 lbs due to moisture damage inside the force sensor resistor. The pump had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was changing the infusion set and while priming, she noticed that the insulin pump was not counting up and insulin was shooting out. Customer stated that she removed the battery and tried again. Customer stated that she received a compromised force sensor system alarm. Customer's blood glucose was 82 mg/dl. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will have to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.